Event description:
It was reported the pt is not receiving effective stimulation therapy. Diagnostic testing revealed high impedance readings on all lead contacts. The pt is without stimulation. Reprogramming was unable to resolve the issue. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.